Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported an infection at the implantable neurostimulator (ins) site. The caller noted the infection was determined shortly after implant. The caller noted six weeks after implant the complete system was removed due to infection. The patient was given oral antibiotics. The caller stated the patient told him that they were hospitalized for 4 days after removal. The caller stated that with the system the patient didn't feel stimulation however; it did help with symptom control. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.